Event description:
Info received indicates the head end brake caster is jammed in brake. Caster wheel would not move.

Manufacturer narrative:
The technician found the caster stopper came loose and jammed on the rubber caster wheel. The technician adjusted the stopper and applied loctite to all four caster stoppers to repair the bed.